Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise, high pacing lead impedance, and high capture threshold was noted on the right atrial (ra) lead. The ra lead was capped and replaced. The patient is in stable condition.